Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02110. It was reported the patient lost stimulation. An impedance check and x-rays did not reveal any anomalies. Reprogramming was attempted but could not provide resolution. Also, the patient felt overstimulation while reprogramming was attempted. As a result, the patient may undergo surgical intervention.

Event description:
Device 1 of 2: reference MFR number: 1627487-2017-02110. Follow-up revealed the patient had one lead but it is unknown which lead is the reported lead. The lead was explanted and replaced with two leads on (B)(6) 2017. The issue was resolved.